Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: up to now, there are no samples available for analysis. The results are based upon event description and historical data analysis. Batch history review: based on the complaint information available neither the article number nor the lot number could be identified. Therefore a batch history review is not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, permanent impairment. Conclusion/preventive measures: based upon the investigation results and limited information available, a root cause for the problem cannot be drawn. The results show no hints for a product or manufacturing error. In the event that the product is returned in the future, another investigation will be performed unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch reports: 9610612-2024-00097 (aesculap ag reference no. (B)(4)). 9610612-2024-00098 (aesculap ag reference no. (B)(4)). 9610612-2024-00099 (aesculap ag reference no. (B)(4)).

Event description:
It was reported that there was an issue with the product activl spinal implant system via information received from the annual activl enhanced safety surveillance study (ess) covering the reporting period from 01jan2023-31dec2023. According to the complaint description, implantation of an unknown activl device (three components) was performed at l5-s1 level. The patient experienced a sensory neurological event. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, permanent impairment. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2024-00097 ( aesculap ag reference no. (B)(4). 9610612-2024-00098 (aesculap ag reference no. (B)(4). 9610612-2024-00099 ( aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.